Event description:
It was reported that high out of range pacing impedances were noted on the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD). The impedance measurements have become variable recently, however no noise was noted. A lead fracture is suspected. Technical services (ts) provided troubleshooting recommendations. This rv lead remains in-service at this time. No adverse patient effects were reported. Additional information was received, an xray is expected to be performed to rule out the suspicion of lead fracture or connection issue. This investigation will be updated when further information becomes available. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that high out of range pacing impedances were noted on the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD). The impedance measurements have become variable recently, however no noise was noted. A lead fracture is suspected. Technical services (ts) provided troubleshooting recommendations. This rv lead remains in-service at this time. No adverse patient effects were reported. Additional information was received, an xray is expected to be performed to rule out the suspicion of lead fracture or connection issue. This investigation will be updated when further information becomes available. No adverse patient effects were reported.

Event description:
It was reported that high out of range pacing impedances were noted on the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD). The impedance measurements have become variable recently, however no noise was noted. A lead fracture is suspected. Technical services (ts) provided troubleshooting recommendations. This rv lead remains in-service at this time. No adverse patient effects were reported. Additional information was received, an xray is expected to be performed to rule out the suspicion of lead fracture or connection issue. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. An xray was performed, which showed no evidence of fracture. All provocative maneuvers were performed and no noise or changes of impedances were noted. This rv and ICD will continue to be monitored, and remain in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that high out of range pacing impedances were noted on the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD). The impedance measurements have become variable recently, however no noise was noted. A lead fracture is suspected. Technical services (ts) provided troubleshooting recommendations. This rv lead remains in-service at this time. No adverse patient effects were reported.